Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer set up their pump and did not turn on the carbohydrate feature. Reportedly, the customer delivered a bolus via units of insulin instead of based of carbohydrates. Tandem technical support guided the customer through turning on the carbohydrate feature. Customer's blood glucose level was not impacted.